Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the device delivered 7.66% over the expected volume in the pediatric unit. Blinatumomab 120ml was to be infused over 24 hours at 5ml/hour. At the 23 hour mark, 15ml were left instead of 35ml. The event occurred between 1248 on november 02, 2018 to 1215 on november 03, 2018. There was no patient harm. During a tpc site visit, pump module serial number (B)(4) was tested using the alaris system maintenance (asm) program, and a full preventative maintenance test was ran. Everything was noted to pass except for the patient side occlusion test. It was reported that biomed had calibrated the module, and it passed their testing after calibration. The tpc dissembled the device to look for apparent damage, and no damage was found.

Manufacturer narrative:
Patient was 18 year old (pediatric patient) on the oncology unit. Although requested, a.1, a.2, a.4 information was not received from the customer. The customer¿s report that the pump module was over infusing by as much as 7.66% could not be confirmed or duplicated. The report that 15ml was left instead of the expected 35ml in the bag could not be confirmed; the bag and disposable set were not returned for investigation. The actual bag volume could not be ascertained from the log analysis. The pcu log analysis found two recorded events of ¿safety clamp open¿ alarms occurring to clear air in line alarms; this could account for approximately 9 ¿ 10 ml having been removed from the bag and may be the cause for there being less fluid than expected. It was recorded that the pump module infused a calculated total volume at 113.098ml from a programmed vtbi at 120ml before a new vtbi at 120ml was entered. This recorded event suggests a new bag was hung with the new vtbi entry. The inspection and testing process did not find any malfunctions that would have contributed to the reported incident or cause the pump module to be over infusing by as much as 7%. The root cause for the less than expected volume remaining in the bag filled with the drug blinatumomab was not definitively identified; however, there were two recorded events of the safety clamp detected opened, to clear air in line, with there being potentially 9 to 10ml having been removed during this process.

Event description:
The customer reported the device delivered 7.66% over the expected volume in the pediatric unit. Blinatumomab 120ml was to be infused over 24 hours at 5ml/hour. At the 23 hour mark, 15ml were left instead of 35ml. The medication bag was intentionally over filled for a total volume of 150ml. The event occurred between 1248 on (B)(6) 2018 to 1215 on (B)(6) 2018. There was no patient harm. During a tpc site visit, pump module serial number (B)(6) was tested using the alaris system maintenance (asm) program, and a full preventative maintenance test was run. Everything was noted to pass except for the patient side occlusion test. It was reported that biomed had calibrated the module, and it passed their testing after calibration. The tpc dissembled the device to look for apparent damage, and no damage was found. The event occurred on the pediatric hematology/oncology floor. The patient's bag of blinatumomab was due to be changed at 1300, and the bag was supposed to have 30ml of overflow. Two hours prior to the scheduled bag change, the medication bag and drip chamber were empty. The drug was "approaching the IV pump" and would have alarmed "air in line" had the rn not monitored the infusion closely for the next hour. The next bag of the medication was hung early, and the pcu and pump module were changed. The medication remaining in the tubing from the suspected over-infusion was measured at 15ml after infusing for 23 hours. The expected volume at that time would have been 35ml. Logs confirmed the settings were correct, with the rate set at 5, and the volume to be infused at 120. Testing of pump "#(B)(6)" found that it was producing 12.92ml for every 12ml that was ordered, and this is more than 7% beyond what was specified. The customer reports this explains why more medication was infused in a shorter span of time. The customer also reports that "pcu tag (B)(6) last pm'd (B)(6) 2018. IV module tag (B)(6) last pm'd (B)(6) 2018." The customer reported a corrective action was to recalibrate the pump to accurately produce exactly what is set in the pcu. It was also reported that logs deleted part of "new pm" to return to use.

Event description:
The event occurred on the pediatric hematology/oncology floor. The patient's bag of blinatumomab was due to be changed at 1300, and the bag was supposed to have 30ml of overflow. Two hours prior to the scheduled bag change, the medication bag and drip chamber were empty. The drug was "approaching the IV pump" and would have alarmed "air in line" had the rn not monitored the infusion closely for the next hour. The next bag of the medication was hung early, and the pcu and pump module were changed. The medication remaining in the tubing from the suspected over-infusion was measured at 15ml after infusing for 23 hours. The expected volume at that time would have been 35ml. Logs confirmed the settings were correct, with the rate set at 5, and the volume to be infused at 120. Testing of pump "#26307" found that it was producing 12.92ml for every 12ml that was ordered, and this is more than 7% beyond what was specified. The customer reports this explains why more medication was infused in a shorter span of time. The customer also reports that "pcu tag 34955 last pm'd 10/8/18. IV module tag 26307 last pm'd 4/19/2018" the customer reported a corrective action was to recalibrate the pump to accurately produce exactly what is set in the pcu. It was also reported that logs deleted part of "new pm" to return to use.

Manufacturer narrative:
Additional information: the device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device delivered 7.66% over the expected volume in the pediatric unit. Blinatumomab 120ml was to be infused over 24 hours at 5ml/hour. At the 23 hour mark, 15ml were left instead of 35ml. The medication bag was intentionally over filled for a total volume of 150ml. The event occurred between 1248 on (B)(6) 2018 to 1215 on (B)(6) 2018. There was no patient harm. During a tpc site visit, pump module serial number (B)(4) was tested using the alaris system maintenance (asm) program, and a full preventative maintenance test was ran. Everything was noted to pass except for the patient side occlusion test. It was reported that biomed had calibrated the module, and it passed their testing after calibration. The tpc dissembled the device to look for apparent damage, and no damage was found. The event occurred on the pediatric hematology/oncology floor. The patient's bag of blinatumomab was due to be changed at 1300, and the bag was supposed to have 30ml of overflow. Two hours prior to the scheduled bag change, the medication bag and drip chamber were empty. The drug was "approaching the IV pump" and would have alarmed "air in line" had the rn not monitored the infusion closely for the next hour. The next bag of the medication was hung early, and the pcu and pump module were changed. The medication remaining in the tubing from the suspected over-infusion was measured at 15ml after infusing for 23 hours. The expected volume at that time would have been 35ml. Logs confirmed the settings were correct, with the rate set at 5, and the volume to be infused at 120. Testing of pump "#26307" found that it was producing 12.92ml for every 12ml that was ordered, and this is more than 7% beyond what was specified. The customer reports this explains why more medication was infused in a shorter span of time. The customer also reports that "pcu tag 34955 last pm'd (B)(6) 2018. IV module tag 26307 last pm'd (B)(6) 2018" the customer reported a corrective action was to recalibrate the pump to accurately produce exactly what is set in the pcu. It was also reported that logs deleted part of "new pm" to return to use.

Manufacturer narrative:
Patient was 18 year old (pediatric patient) on the oncology unit. Although requested, pt info. Information was not received from the customer. The customer¿s report that the pump module was over infusing by as much as 7.66% could not be confirmed or duplicated. The report that 15ml was left instead of the expected 35ml in the bag could not be confirmed; the bag and disposable set were not returned for investigation. The actual bag volume could not be ascertained from the log analysis. The pcu log analysis found two recorded events of ¿safety clamp open¿ alarms occurring to clear air in line alarms; this could account for approximately 9 ¿ 10 ml having been removed from the bag and may be the cause for there being less fluid than expected. It was recorded that the pump module infused a calculated total volume at 113.098ml from a programmed vtbi at 120ml before a new vtbi at 120ml was entered. This recorded event suggests a new bag was hung with the new vtbi entry. The inspection and testing process did not find any malfunctions that would have contributed to the reported incident or cause the pump module to be over infusing by as much as 7%. The root cause for the less than expected volume remaining in the bag filled with the drug blinatumomab was not definitively identified; however, there were two recorded events of the safety clamp detected opened, to clear air in line, with there being potentially 9 to 10ml having been removed during this process.